Event description:
It was reported that a device would not connect to the customer's wireless network. No pt injury was reported.

Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device in question. The device was confirmed to be inoperable due to a "check battery" condition. The device testing due to a failure on the radio printed circuit board. The device could not be repaired and was removed from service.